Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump display had scratches on the screen and that affect the ability to read. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was slower during rewind. Insulin pump had unexplained no delivery alarms. Insulin pump will not be returned for analysis.